Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2024-36801 - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set detachment event on 06-nov-2024. The site of detachment was tubing connector. The infusion set was in use for 3 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. The event occurred on different dates. 07-oct-2024, 23-oct-2024, 30-oct-2024 and 06-nov-2024. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-36801. Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005848, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005848 was manufactured according to the work instruction (wi) version 97 and packaging in the machine multivac 14 on 16-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4f05447 was manufactured according to the wi version 64 and manufactured in the machine sc05-sc06, on 01-jul-2024, with a total of (B)(4) units. The sub-assembly, gluing tube of the lot 4f05443 was manufactured according to the wi version 64 and manufactured in the machine sc08, on 30-jun-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.